Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high and low readings, failed battery test and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer treated with juice and food. The customer also had a high reading of 412 mg/dl. The customer treated with a bolus from the pump. The customer troubleshooted and there was a bad battery and battery out limit alarm from the pump. The customer stated that there is a lost sensor alarm due to the pump being in the emergency room. The customer was advised to make sure that the threshold suspend feature is on.